Event description:
Per report from husband pt was not on her ventilator at time of death. Reported cause of death was a major artery near heart and lung bursting. Pt had a trilogy ventilator sn# (B)(4).